Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11- apr-2024, it was reported that the patient faced a leakage issue with insulin infusion set at site. The infusion set was used for 3 days. No further information available.